Event description:
A customer reported using cidex® opa solution 15 days after being poured into a container for use. The affected loads were released for use on patients, however, no incidents of harm or injury to any patient(s) have been reported. Per the instructions for use (IFU), "cidex® opa solution may be reused for up to a maximum of 14 days provided the required conditions of ortho-phthalaldehyde concentration and temperature exist based upon monitoring described in the directions for use." The customer advised they are aware of the process and that the end user is new so he did not follow the proper steps even though he knows them. As a matter of policy, advanced sterilization products (asp) has decided to report cases where a customer used expired cidex® opa solution.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the batch history record, complaint trending, system risk analysis (sra), supplier evaluation, and retains analysis. The batch history record indicates that the lot met manufacturing specifications at the time of release. Trending analysis by lot number was reviewed from 10/22/2016 to 04/20/2017 and trending was not exceeded. The sra indicates the risk associated with exposure to toxic or corrosive material is "low." The supplier was not notified of the issue as the issue was not identified as a manufacturing or functional issue. Retains testing was not performed as the issue was not identified as a manufacturing or functional issue. The likely assignable cause of this issue was failure to follow instructions. A copy of the cidex opa solution IFU and a letter were sent to the customer advising that the "reuse period [is] not to exceed 14 days."